Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that exercise mode of the control iq software was enabled, however, the customer alleged that the setting had not been turned on through user-interaction. Customer's blood glucose ranged between 174-250mg/dl. Although requested, the customer did not upload pump data logs to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.